Event description:
A customer reported experiencing an alarm associated with occlusion events over two consecutive days. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by administering a correction bolus using the pump and undertaking additional troubleshooting like disconnecting from the site and filling tubing to ensure insulin flow. Despite these efforts, the occlusion issue was temporarily resolved by selecting the option to resume insulin. However, the customer declined further troubleshooting. The customer continued to use the pump for insulin therapy.